Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 battery had limited autonomy. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10. In order to fix the issue, a getinge field service engineer (fse) replaced the batteries. The unit was then cleared for clinical use.

Event description:
N/a.